Event description:
Surgery for laparoscopy for removal of spleen. During procedure staple gun fired to clamp splenic artery. Staple gun would not release from staple line to be removed. Surgeon had to cut around staple placement and gun to remove gun. Pt began bleeding profusly requiring immediate transfusion and open laparotomy to repair injury.